Event description:
The pt reported she wasn't able to charge her ipg for approx the last 3-4 months and no longer has stimulation. The pt is pregnant and does not want to take any further action at this time.

Manufacturer narrative:
Recall numbers: 1627487-12192011-003-r and 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.